Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was implanted on (B)(6) 2017 in their left flank. It was buried deep and the caller was hardly able to palpate any of the device edges. The manufacturer representative used antenna locate (al) feature with the patient at the 2 week follow-up appointment on (B)(6) 2017 to try to find the best connection are for the charger and implantable neurostimulator (ins). The al could only get numbers 34-38, 2 boxes were achieved for connectivity, and 4 boxes were achieved if the manufacturer representative pressed hard onto the charging antenna over the ins pocket. There were recharging issues reported. At the time of the post-op follow-up, the patient was only 2 weeks post operation and was very sore and swollen. The patient was reported to be short waisted and the ins was over their left flank which made the ins bottom tilt inward when the patient tried to recharge when sitting up. The patient tried lying down and the representative used al again but still only achieved 2 boxes of connectivity. Connection was lost altogether with the slightest movement by the patient. The patient used hd stimulation which placed a large energy demand on the ins. The manufacturer representative programmed the hd group to cycle on/off at 30/40 in order to save charge. The patient was told that their swelling should start to subside over the next several weeks and then connection would improve. The patient called the manufacturer representative on (B)(6) 2017 in tears as they had tried multiple timed and could not get any better than 2 connection boxes filled in black on the recharger. The ins pocket incision had become very sore with all of the patient¿s efforts on charging. The manufacturer representative advised the patient to use low dose stimulation and the manufacturer representative contacted the clinic to have the patient¿s 6 week follow-up appointment moved up from (B)(6) 2017 to (B)(6) 2017. The issue was not resolved at the time of the report. It was unknown if a surgical intervention would be planned as it was reported that there would possible be a pocket revision. There was no surgery scheduled at this time. Patient weight and medical history were asked but would not be made available. Patient status was confirmed to be alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient had a pocket revision on (B)(6) 2017. Their ins pocket was relocated to their left buttock. After the new pocket was made, the leads were tunneled and connected to the ins. Impedances were checked, and all were within normal limits. Connectivity was checked, and 6 coupling boxes were achieved. The patient will have a post-op wound check on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was unable to charge the unit due to the location and the patient had usability issues/difficulties with recharging. The neurostimulator was repositioned and the outcome of the event was resolved without sequelae as of (B)(6) 2017. It was noted that the patient was in a clinical study. No further complications were reported/anticipated.